Event description:
.

Manufacturer narrative:
After repeated requests for the actual device involved in the event, we have been unable to secure it for eval. Please refer to the attached engineering eval conducted without device testing. Without evaluating the actual device involved in the incident or knowing the effective positive end expiratory pressure (peep) desired by the clinician, a conclusive account cannot be given as to the cause of the incident. However, a hypothesis of the account can be derived by understanding how a hyperinflation system operates, that may not be, otherwise, understood by the user. The incident described in complaint (B)(4) may have been the result of the bag volume being decreased to below its nominal volume. To counteract this issue, the user decreased the leak, which resulted in a higher peep of 20 cm h2o ("20 psi" is stated in the complaint, but it is believed to be a mistake in units of measurement). With greater pressure, more volume would be gathered within the reservoir bag. With more volume in the reservoir bag, a delivered breath may not have decreased the volume to less than the bag's nominal volume. Also, with less leak in the system, the bag would inflate more quickly, which could maintain the nominal volume within the reservoir bag. A conclusive account for the reason of the incident cannot be given without evaluating the actual device involved or knowing the effective peep desired by the clinician. It is believed, however, that the clinician was observing the effects of delivering breath that decreased the volume of gas to less than the nominal volume of the bag. Once the bag was released, time was needed to reinflate the bag and before pressure would build to the desired peep. See scanned page.